Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) went off the night before and they were not sure if it was working correctly. Follow up yielded no information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.